Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited unstable thresholds. It was also noted the patient was experiencing shortness of breath. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.